Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified depleted battery in history. During functional testing the reported issue was duplicated, the pump was only able to be powered on using the test battery. There was fluid ingression present inside the pump. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced the power supply printed circuit board (pcb).

Event description:
It was reported that the pump would not turn on. No patient injury was reported.